Event description:
On (B)(6). 2023, the user contacted (B)(6). To report high blood glucose (bg) readings. The user reported receiving bg readings of over 500 mg/dl with her (B)(6). Meter compared to a bg reading of 106 mg/dl from her doctor's meter. The user reported that she uninstalled and reinstalled her (B)(6). Application, however she still received a bg reading of over 500 mg/dl with her (B)(6). Meter after this troubleshooting.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.